Event description:
A doctor contacted baxter (B)(4) regarding a leak from a minicap transfer set. The doctor stated there was leakage from a connection between the patient connector and the titanium adapter. The leak was found after the patient changed the transfer set. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
Complaint no: (B)(4). This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with a leak was noted at the connection of the luer and adapter when they were hand tightened. Assembled the part to the adapter with a torque wrench and pressure tested the sample per specification with no leakage noted. Clear-passage testing was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, hand tightened a lab titanium adapter to the set with difficulty noted. A batch review was not possible since the lot number was unknown.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.